Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation. Additional patient demographic information: body mass index (bmi) 14 kg/m2.

Event description:
It was reported that during a da vinci-assisted right middle pulmonary lobectomy procedure, following closure of the da vinci port incision, a decrease in blood pressure and bleeding were observed during patient extubation. Additionally, an x-ray was performed which confirmed a bleed. As a result, the procedure was converted to an open thoracotomy, which identified the source of bleeding as the v2 pulmonary vein. According to the surgeon, the bleeding was attributed to technical issues or errors in judgment, as there were no intraoperative complications, and the da vinci system, instruments, or accessories did not cause or contribute to the event. There was a procedure delay of greater than 30 minutes. Blood loss was less than 500 ml and was controlled with compression and suturing. The patient required a blood transfusion; however, the number of units administered is unknown. The chest was closed, and the patient was transferred to the intensive care unit (ICU). The patient remains hospitalized but has started eating and is recovering.